Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other similar complaint reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that immediately following intraocular lens (iol) insertion, he noted "white lines" on the lens and the lens was removed and replaced during the same procedure. At the one day postoperative visit, the surgeon reported also noting white lines on the second lens. This lens was explanted during an additional surgical procedure. In a follow-up, the surgeon further explained that the lenses had a "white layer of unknown substance on the optic and haptic." The second lens was exchanged for a different brand iol and the event resolved.